Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during manufacturer's analysis it was determined that the media processing unit printed circuit board assembly was out of specification and it was replaced. It was further determined that the system fan was noisy, the keyboard was missing, the sliding keyboard cover was missing (all were replaced) and it was noted that the only corrosion found in the device was located on a small section of the contacts on the hard drive flex and since corrosion was found the customer's comment was considered as confirmed. The hard drive flex was replaced. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer which was originally returned because water had been accidentally dropped on it subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.